Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/19/2015. Product analysis: the device was returned and evaluated by product analysis on 07/28/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed evidence of an unconfirmed unrelated replace cartridge alarm preceding a reboot. No damage or defect was found to the pump¿s battery compartment, battery cap, or internal components. The pump successfully completed a prime sequence and 96-hour exercise test without issue or alarm.